Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history did not reflect accurate data despite being in use. Additionally, it was reported that the customer experienced low blood glucose (bg) levels of 40 mg/dl; cause was due to over correcting for a previous bg level of 400 mg/dl. Customer addressed bg level by drinking juice. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.